Event description:
It was reported that the patient experienced dizziness, and there was loss of capture exhibited with the right ventricular (rv) lead as well as varying thresholds. Reprogramming was performed to increase output. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.